Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia with a blood glucose value of 25 mg/dl. The customer felt the insulin pump was over-delivering. The event involved product(s) mmt-1884, mmt-332a & mmt-213a. Troubleshooting was done, the insulin pump was used within 48 hours of the reported event and the automode/smart guard feature was active. The customer was treated with a carb intake, by eating. No further patient complications were reported. The product mmt-1884 will be returned for analysis but the product(s) mmt-332a & mmt-213a will not be returned.

Manufacturer narrative:
The pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the dat test at .08705 inches. Successfully downloaded the trace and history files using thump and carelink upload was successful. No over-delivery anomaly was noted during testing. The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case and pillowing keypad overlay. Over-delivery and low bg anomalies are not confirmed. For additional information regarding the tests performed, refer to d00854230 ¿ appendix e the pump history file lists 210 boluses on the event date, 6/29/2025. Please see below for the first 10 boluses listed on the event date, 6/29/2025: on (B)(6) 2025 00:01:51.000, normal bolus delivered (220) bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 2000 (0.2 u) bolus amount delivered: 2000 (0.2 u) on (B)(6) 2025 00:06:51.000, normal bolus delivered (220) bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 2000 (0.2 u) bolus amount delivered: 2000 (0.2 u) on (B)(6) 2025 00:11:55.000, normal bolus delivered (220) bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 2250 (0.225 u) bolus amount delivered: 2250 (0.225 u) on (B)(6) 2025 00:16:51.000, normal bolus delivered (220) bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 1750 (0.175 u) bolus amount delivered: 1750 (0.175 u) on (B)(6) 2025 00:56:45.000, normal bolus delivered (220) bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 750 (0.075 u) bolus amount delivered: 750 (0.075 u) on (B)(6) 2025 01:01:51.000, normal bolus delivered (220) bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 2000 (0.2 u) bolus amount delivered: 2000 (0.2 u) on (B)(6) 2025 01:06:51.000, normal bolus delivered (220) bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 2250 (0.225 u) bolus amount delivered: 2250 (0.225 u) on (B)(6) 2025 01:11:51.000, normal bolus delivered (220) bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 2000 (0.2 u) bolus amount delivered: 2000 (0.2 u) on (B)(6) 2025 01:16:51.000, normal bolus delivered (220) bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 2000 (0.2 u) bolus amount delivered: 2000 (0.2 u) on (B)(6) 2025 01:21:53.000, normal bolus delivered (220) bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 2250 (0.225 u) bolus amount delivered: 2250 (0.225 u). There were no auto suspend events on the event date, 6/29/2025. There were no user suspend events on the event date, 6/29/2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.